Event description:
The customer reported the generation of erroneously low ion selective electrode (ise) patient results for sodium (na) on their au680 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographic.

Manufacturer narrative:
A beckman coulter customer support (cts) specialist assisted customer troubleshoot issue over the phone. The customer observed condensation on the ise buffer syringe case. The customer requested service. A beckman coulter field service engineer (fse) was dispatched to evaluate the au680 clinical chemistry analyzer. The fse while onsite found that the customer had already replaced the ise buffer syringe case prior to service visit. Teh fse inspected the instrument and found no issues. The failure mode was determined to be due to faulty ise buffer syringe case. Replacement of the syringe case resolved the issue. Section e1 initial reporter phone number is (B)(6). Section h6: component code 4756 is used for the buffer syringe case. Beckman coulter internal identifier is (B)(6).